Event description:
It was reported that a malfunction alarm. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to contact support if the issue returned. No additional information was available regarding further outcomes.